Event description:
It was reported that the physician reversed this right ventricular (rv) lead into the left ventricular port of the device header. There was rv noise and oversensing observed. Technical services (ts) noted the rv noise looked to be diaphragmatic. The noise was unable to be recreated in the office. The patient was pacemaker dependent at the time. It is unknown if there was pacing inhibition or asystole of greater than two seconds. Additional information is being requested from the field. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).